Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, on (B)(6) 2023 the patient went for clear lens evaluation and complained of blurred vision in both eyes. On (B)(6) 2023 post operative visit patient had noticed foreign body sensation , microcystic edema and photophobia. On (B)(6) 2023 the patient noticed blurred vision, flashes, shadow, foreign body sensation, peripheral in affected eye. On (B)(6) 2023 visit observed noticed blurred vision and photophobia. On (B)(6) 0.2mm temp plugs post lasik. The patient complaints that eyes felt tired. On (B)(6) 2023 noticed irritation in eye , tearing, light sensitivity and blurry vision given treatment with lotemax. On (B)(6) 2023 patient had dry eyes and posterior capsular opacification. On (B)(6)2023 the iol was exchanged for another lens model one month following the initial implant procedure. Clinical reason for explant was residual astigmatism. After surgery patient able to do all work without glasses. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).